Manufacturer narrative:
The device br16009 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the surgery registration step two communication errors occurred and the registration needed to be performed 3 times before being successful.

Manufacturer narrative:
The investigation performed on surgery data log files concluded that the root cause for both communication errors is a known design defect. Corrected and update data: date of this report, manufacturer, email: if follow-up, what type. Device evaluated by manufacturer. Evaluation code. Office contact - manufacturing site. Date received by manufacturer.